Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic was further described as ¿the patient broke aseptic technique¿ while disconnecting from pd therapy (no further detail was provided). On the same day as onset, the patient went to the emergency room (ER) due to the peritonitis manifestations of abdominal pain and vomiting. The patient was diagnosed with peritonitis and was not hospitalized for the event. The patient was advised at the ER that they would need to be treated for the peritonitis at the patient¿s renal unit (ru). Two days after onset, the patient visited the ru and began treatment with vancomycin, 1 gram every 72 hours, intraperitoneally (ip) and amikacin, intraperitoneal ly, 200 mg, once per day, ip and at the time of this report the antibiotic treatment was ongoing. At the time of this report, the patient was not recovered from the peritonitis event and dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Fifteen days after the peritonitis onset date, the patient¿s antibiotic treatment was completed, the peritonitis was considered resolved and the patient was recovered from the event. At the time of this report, pd therapy was reported to be ongoing as usual. Should additional relevant information become available, a supplemental report will be submitted.